Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to a (B)(6)-year-old female with sah on (B)(6). The initial setting was 5. Three days after implantation, the ventricular catheter was found to have fallen off from the ventricle. The revision was performed on (B)(6) 2016, and the device was replaced with the competitor's one (polaris). The setting of the removed device was 5. The patient is currently being monitored. The surgeon, who usually uses polaris, commented that polaris has a chamber-like part near a burr hole, which serves like a weight to avoid a catheter from falling off, but certas does not have such a design and this difference might have contributed to the event in this case. Update 4/22/16 per affiliate, addition of lot numbers. Update 4/26/196 per affiliate: we obtained the information about the ventricular catheter in question for (B)(4). Could you please add the following in etq: part #: ns9001, lot # : ctkbcw."

Manufacturer narrative:
It was initially reported that the device would be made available for evaluation. It was later communicated that the device would not be returned. This report has been updated to reflect the corrected information. It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. A review of manufacturing records found no discrepancies when the device was released to stock. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.